Event description:
New information received indicated that the device was replaced due to less than 3 months to eri and that the battery was unpredictable. Patient is pacemaker dependent. The physician decided it was safest to change the battery immediately. Patient¿s condition was stable prior to and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device exhibited premature eri. The device was explanted and replaced. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.